Event description:
Pt had false asystole and pause alarms throughout the weekend. Friday (B)(6) was the worst with 233, then saturday (B)(6) 38 and sunday (B)(6) 47. Ge was notified and attempted to troubleshoot this pacemaker pt's false alarms including multiple patch changes and alternate lead placement which only temporarily helped. Ge notes this to be a problem with the pt's intrinsic qrs complex being too "squatty" but we did not have these false alarm issues with our previous telemetry monitoring system.